Event description:
Laerdal affiliate has reported to laerdal medical a.s., that this pt died in 2005 when a heartstart 4000 defibrillator could not analyze and possibly treat this pt due to an open lead wire within a p/n 920650 electrode adapter cable. With an open pt connection, the heartstart 4000 prompts a pads off condition to the user and is unable to analyze the pt's ECG or deliver a shock to the pt.